Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level ranging from 46-47 mg/dl. Reportedly, the cause of the reported issue was unknown, however, the customer alleged that a 13 unit insulin bolus was delivered. Tandem technical support reviewed the pump data and confirmed that a 13 unit bolus was delivered. The customer discussed the reported issue with a clinical diabetes specialist and determined the 13 unit bolus was requested and delivered by the user inadvertently. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a healthcare provider. The customer continued to use the pump for insulin therapy.